Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this product was performed. The difficulty of wire insertion allegation was not confirmed. Wire insertion test did not find any blockages in lead lumen able to advance wire from terminal to distal tip of lead without any issues.

Event description:
Boston scientific received information that this bradycardia lead was a case of attempted implant due to lead could not get the wire to advance through the proximal end. The field representative stated that this lead never touched the patients body. This lead will be returned. No adverse patient effects were reported.